Event description:
It was reported that the remote monitor's battery indicator light continues to come on despite having new batteries, indicating that the remote monitor does not power on. The monitor has previously sent transmissions. The monitor was returned. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.